Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510k # k073231.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ultralink meter does not turn on. The patient's diabetes is managed with an insulin pump. The power issue began on (B)(6), 2010. Within a few hours, the patient reportedly developed symptoms of "headache, sick to stomach, and nausea." At an unspecified time, the patient tested on the onetouch ultra2 meter obtaining a "hi-result above 600 mg/dl." His healthcare provider advised the patient to take 6 extra units of insulin on (B)(6), 2010 and 7 extra units the next day. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the power issue was not resolved. This complaint is being reported as a malfunction due to the power issue. There is no evidence that the patient suffered a serious injury due to the product issue. Given the short time between the onset of the alleged issue and the alleged symptoms and treatment suggestive for hyperglycemia, the patient likely felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient's symptoms.